Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download (10/13/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date. Monitor 11/18/2014. Belt 03/24/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. Review of the patient's download data indicates the patient received thirteen inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 11:47:03 on (B)(6) 2021. The patient was in sinus bradycardia at 15 bpm before degrading to asystole with intermittent cardiac activity. The patient received the first three inappropriate shocks at 22:34:03, 22:38:34, and 22:48:59. The patient's rhythm at the time of the shocks and post-shock rhythms were asystole with motion artifact. The patient received the fourth inappropriate shock at 22:49:26. The patient's rhythm at the time of the shock was asystole with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and motion artifact. The patient received the fifth through thirteenth inappropriate shocks at 22:58:28, 23:01:25, 23:01:59, 23:02:38, 23:04:19, 23:04:54, 23:08:38, 23:09:11, and 23:11:40. The patient's rhythm at the time of the shocks and post-shock rhythms were asystole with CPR/motion artifact. The electrode belt was disconnected at 23:27:10 on (B)(6) 2021.